Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect from the neurostimulator. She turned it off a couple of weeks ago and experienced no change in her symptoms. She needed an MRI on her knee and was going to have the device explanted on (B)(6), 2011. Add'l info was requested.